Event description:
Nellcor received a report that the oxygen supply tubing was not connected to the resuscitator bag when it was removed from the packaging. The staff found another resusciation bag that had the oxygen tubing connected and used it to ventilate the patient. There was no negative outcome.